Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4) implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that, while stimulation was on the day prior to this report, the patient felt a pulling in her feet, shooting pains down her legs, and a bee sting type pain in her butt. The patient turned stimulation off. It took a little bit but eventually the pains did stop. Her foot was still cramping and the right side of her back hasn¿t quit hurting. The patient slept with a heating pad wrapped around her right side and the device was noted to be on her left side. It was noted that the patient had fallen a couple different times, the most recent being the day prior to this report. The pulling in her leg, foot, back, pelvis area, and pain was also noticed during a recharging session. The patient was also exercising her legs a little and then suddenly it started hurting in her groin area. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention took place, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.